Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had a loss of therapeutic effect. No falls or trauma were reported. Medtronic representative interrogated the device and found high impedances < 4000 ohms on some bipolar pairs. Reprogramming was suggested to address the stimulation needs of the patient. Additional information has been requested and if received, a follow up report will be sent.